Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was not related to the device or therapy. The patient was a screen-fail for the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was coughing up blood, may have a hernia, and had a bowel block. It was noted that the patient was in the hospital and a surgeon was coming to talk to the patient about treatment. No further complications were reported/anticipated.